Event description:
A renegade hi flo catheter was used for a therapeutic procedure. It was originally reported the catheter would not release from the dispenser coil and that another catheter was used instead. However, the engineering evaluation revealed the unit returned was broken one centimeter from the strain relief with the inner braid exposed.